Event description:
Info rec'd indicates the caster would continue to rotate if push from the side when the brake was locked.

Manufacturer narrative:
The technician found the caster was worn. He replaced the brake caster to repair the stretcher.